Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer "400 entry for a bolus delivery." It was also reported that the customer has inadvertently entered the incorrect numbers into the pump due to having epilepsy. The contact reported the customer experienced a low blood glucose (bg) level of 50 (mg/dl). Juice was consumed to address bg level. Due to the customer's special needs, pump therapy was suspended.